Manufacturer narrative:
The device was evaluated by a philips bench repair technician who was unable to reproduce complaint issues. The philips bench repair technician replaced processor pca and internal memory due to a separate issue that has minimal health risk(empty logs in data management). ; (B)(4). .

Event description:
The customer contact philips healthcare to report that the leads are not reading, it was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.